Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with a damaged battery. This event occurred upon power up in biomed service. This condition had the potential to interrupt delivery. The facility representative stated that there were no reports of patient involvement, patient injury or medical intervention. No additional information is available. The user interface module master software version is 5.09.90.

Manufacturer narrative:
(B)(4). The reported condition of damaged battery was confirmed and reproduced during product evaluation. The root cause was depleted main batteries. The main batteries were replaced to correct the reported condition. Additional information: similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA-(B)(4).a service history review revealed no previous service events were related to the reported condition. However, during a previous service the battery and harness where replaced.

Manufacturer narrative:
(B)(4). Upon further review from the quality engineer, the assignable cause is depleted main batteries as a result of use error.